Event description:
It was reported that a (B) (4) transmission showed a lead impedance of less than 100 ohms. In clinic, lead impedance was 460 ohms, and remained normal with pocket manipulation and isometrics. There were three low impedance transmissions in the last month, but impedances have always been stable between 460-480 ohms in clinic. The patient notifier was turned off and the patient would be monitored via (B) (4) transmissions.